Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and the lot number was confirmed with the packaging returned with the device. During visual inspection, the concurrent microcatheter was not returned. The stent was found to be deployed and not returned. The distal end of the sdw (stent delivery wire) was found to be kinked/bent. The stent introducer sheath tip was noted to be damaged. Functional testing was not required due to device condition. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be not tortuous. Other devices used in the procedure in conjunction with the subject device was a microcatheter. The operator used microcatheter to deliver and deploy subject flow diverter. After deployment, the operator tried to advance the microcatheter along with delivery wire to retract the delivery wire, but when the tip of the microcatheter just touched the tail of subject flow diverter, it suddenly migrated and the segment located originally at the proximal of aneurysm migrated into aneurysm. The operator then used the same microcatheter to deploy another flow diverter at proximal of aneurysm as remedial measure to finish the procedure. Product analysis found the distal sdw was kinked/bent. The introducer sheath distal tip was noted to be damaged. The stent was not returned as it had been deployed into the aneurysm, therefore the as reported event of stent dislodged/migrated could not be tested. An assignable cause of undeterminable was assigned to the as reported stent dislodged/migrated. An assignable cause of procedural factors was assigned to the as analyzed events of sdw kinked/bent and stent introducer sheath distal tip damaged as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported during the procedure, after the subject flow diverter was delivered to the proximal end of the treatment site, the tip of the catheter touched the tail of the flow diverter causing it to migrate into the aneurysm. The physician used the same catheter to delivery another flow diverter at the proximal end treatment site as remedial measure to complete the procedure. There were no clinical consequences to the patient.

Event description:
It was reported during the procedure, after the subject flow diverter was delivered to the proximal end of the treatment site, the tip of the catheter touched the tail of the flow diverter causing it to migrate into the aneurysm. The physician used the same catheter to delivery another flow diverter at the proximal end treatment site as remedial measure to complete the procedure. There were no clinical consequences to the patient.